Event description:
Information was received from a patient (pt) regarding an external device.  The reason for call was for about 4 days when recharging the implant the screen would go black and turn off. The implant would start charging then the controller would shut off. Pt had reset the controller several times. Pt noted that they get 0 low and 0 high. Pt noted the recharger cord got extremely hot and the implant would not charge. During call pt noted the recharger wires that go into the antenna looked stressed. The issue was not resolved. The controller would no longer charge. The controller would shut off and would not charge into the wall. The controller would charge to 50% then quit charging. Pt had reset the controller but that did not resolve the issue. During pt noted there was no damage to the controller battery, no damage to the controller battery compartment, and no damage to the controller charging port. The issue was not resolved.

Manufacturer narrative:
Section d information references the main component of the system. Other relevant device(s) are: product ID: 97755, serial/lot #: (B)(6) , UDI#: (B)(4) analysis of the 97755 recharger (rtm) s/n (B)(6) revealed that there was a broken guide on the connector. This regulatory report is being submitted as part of a retrospective review as part of a CAPA 620188 action. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.